Event description:
Customer reported that the insulin pump was dropped in water. Customer was able to take it out the water. He changed the battery and received a battery out limit and the act and esc buttons are not responding. Last blood glucose value is 340 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.